Event description:
It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. There was resistance while the physician was going transseptal in the left atrium. The physician noticed the sheath wire was kinked on flora. The anesthesia noticed the patient's pressure had dropped and became tachycardic. A moderate size effusion in the left centrical was noted. A stat echo and an interventionist came in and tried to tap but they could never get into the paracardial space. It was noted on intracardiac echocardiography (ice) that the effusion was significantly smaller. The patients pressure came back up, the heart rate decreased so they ended up not pulling off any fluid. The last known status of the patient was awake, alert and oriented. The patient will be going to the intensive care unit (ICU) to be monitored. The reporter stated that they believe the injury was caused by the catheter nicking the posterior wall of the vein. The versacross rf wire is believed to have nicked the posterior wall while going across the septum during transseptal. The device is not expected to be returned for analysis. Medwatch mw5165422.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc on the voluntary medwatch report, and because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Since the facility was not provided on the voluntary medwatch report, it was not possible to try and retrieve additional details regarding the reported event.